Event description:
It was reported that during a procedure there was an unfamiliar small bang sound from the device with no problems or errors indicated. The procedure proceeded for another 10 minutes and then the fiber began to smoke and smell. The fiber was removed and became evident that the laser was charred with black spots present on the glass. The fiber and debris shield were both replaced, and the procedure was able to be completed with no patient complications. This event is being reported for fiber break.

Event description:
It was reported that during a procedure there was an unfamiliar small bang sound from the device with no problems or errors indicated. The procedure proceeded for another 10 minutes and then the fiber began to smoke and smell. The fiber was removed and became evident that the laser was charred with black spots present on the glass. The fiber and debris shield were both replaced, and the procedure was able to be completed with no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. However, analysis of the provided media confirmed the reported fiber allegation. The media showed that the connector was separated from the fiber body. Additionally, burn marks were observed inside the connector and at the fiber tip, and distorted light was exiting the connector face, indicating an internal connector fracture. A fracture within the connector may occur during procedural handling of the fiber, either during setup or use. This type of connector fracture can result in an insufficient aiming beam, reduced laser energy output, or a complete inability of the fiber to fire. Furthermore, the interaction between the fractured connector and the blast shield likely led to the burn marks observed on the fiber face. Finally, it is likely that the internal connector fracture caused the fiber to overheat, resulting in separation between the connector and the fiber body.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was broken in three pieces. Burn marks were also observed on the fiber connector. Burn marks on a connector face can be caused by prolong use of the device and/or the blast shield being damaged. In addition, the laser beam can become misaligned and may overheat the connector. With all the available information, boston scientific concludes that the reported event was confirmed based on the analysis of the returned fiber and media analysis. The fiber was broken into three pieces, and microscope revealed burn marks on the connector. The customer provided an image which showed that the connector was separated from the fiber body and burn mark observed inside the connector. It is likely that the interaction between the console and fiber may have led to overheating, ultimately causing the burning on the connector face. Being that the connector overheated it led to the fiber body break that was observed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. A review of device instructions for use (IFU) was performed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement.

Event description:
It was reported that during a procedure there was an unfamiliar small bang sound from the device with no problems or errors indicated. The procedure proceeded for another 10 minutes and then the fiber began to smoke and smell. The fiber was removed and became evident that the laser was charred with black spots present on the glass. The fiber and debris shield were both replaced, and the procedure was able to be completed with no patient complications.